Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 01/19/2024, it was reported that the patient was asymptomatic. The sister reportedly called paramedics, and paramedics went to the patient's house to check her sugar. At unspecified moments within the episode, the bg was 192 mg/dl while the cgm was 342 mg/dl, and the bg was 171 mg/dl while the cgm was 272 mg/dl. According to the report, the asymptomatic hyperglycemia was treated with sugar IV (d50). At the time of contact, it was indicated that the patient was stable. Attempts to contact the patient by phone for more information on 02/09/24 and 02/12/24 were not successful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.